Manufacturer narrative:
Philips service replaced the kv/ma control unit (unit dig. Kv ma control) and recalibrated the tube, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent no radiation due to kv/ma control failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.